Event description:
It was reported when the patient was in the clinic for a follow-up, the device would not vibrate during notifier testing. The clinician increased the number of notifications and the patient was discharged to go home. The patient is being monitored with a merlin transmitter.